Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the cover on the interconnect cable. Also identified the need to replace r2, due to an overheat condition. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the stenoscop system has a broken interconnect plug. There was no report of patient injury.